Event description:
On (B)(6) 2025, the patient reported high blood glucose (bg) at~250 mg/dl, after announcing a ¿more than usual¿ meal, then experienced four overnight lows bg at 64 mg/dl. The patient treated with glucose tablets, followed by toast and juice at 7:45 am. She had not announced meals again until sunday supper. Agent educated the patient on accurately announcing meals based on carb intake, including using multiple ¿usual¿ announcements if appropriate, and clarified weight change guidelines (15% with hcp approval). Patient understood; bg was stable during the call. No symptoms reported by the patient during the events, and no medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.